Event description:
It was reported that the patient had ineffective therapy due to the cervical lead migrating. This was confirmed via x-ray. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.